Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were somewhat burnt. The heater tip had detached. There was some evidence of blood. Resistance and jaw force measurements passes specs. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specs during the device activation. The distal jaws tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "heater detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 jaws malfunctioned. The reporter stated "the active part of the jaw did not function." A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned. Upon receipt of the product on 7-mar-11, it was found that the heater had detached.